Event description:
It was reported that leaking was noted between medication tubing and adaptor to medication tubing. Product reorder #rym-3060 60" mini volume extension set rymed 0.3ml and intraluminal protection system invision plus ref# (B)(4). Leaking noted and replaced system without incident.